Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the rear response button was found to be inoperable. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon service investigation the rear response button was non-functional. The cause of the nonfunctional response buttons was a defective response button. The root cause of the defective response button was unable to be positively identified. No adverse event resulted from the defective response button. The last patient to use this monitor did not report any problem.